Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the first mesh leg was placed successfully. As the physician was passing the second mesh leg through the sacrospinous ligament, the dilator started to shred, bunch-up, and finally detached half-way up the dilator where the hemostats were positioned, outside the patient. The physician used another uphold vaginal support system to complete the procedure, without complications to the patient, who is reportedly 'fine' post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.